Manufacturer narrative:
This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on may 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site, however the issue could not be resolved. Subsequently on (B)(6) 2017 the patient's device was explanted.